Event description:
Healthcare professional (hcp) reports one incident of blood leak with the psn dialyzer. Incident occurred at the start of the patient's treatment and was noted on leak alarm. Incident was verified with positive hemastix. Blood was not returned to the patient, with an estimated blood loss of 250cc. Treatment was resumed and completed with new disposables without further incident. No patient injury or medical intervention reported per hcp.